Manufacturer narrative:
Awaiting imaging for review.

Event description:
Left ibd implant: 035 terumo and 4fr glidecath passed up to aortic arch via left groin, exchanged to lunderquist guidewire. Right groin exchanged to 12fr sheath. Left iliac angiogram performed. Ibd device (zbis-12-45-41) inserted via left groin, 035 terumo inserted via preload catheter. 035 terumo and indy snare passed up to aortic bifurcation via right groin. Left side 035 terumo gw snared, through and through guidewire established. Side puncture of 12fr sheath, 7fr sheath inserted and passed to left iia. Left iia posterior branch cannulated with 035 terumo gw and glidecath, then exchanged to rosen gw side puncture of 7fr sheath, 035 terumo gw and glidecath and passed to iia anterior branch. Left iia anterior branch embolized (mvp 9q). Another left iia branch (lateral sacral) branch cannulated (035 terumo gw/ glidecath) and embolized (mvp 7q). 7fr sheath advanced along rosen gw to iia posterior branch. Vbx stent (6 x 59mm) passed to left iia posterior branch and deployed. 7fr sheath removed, vbx stent (8 x 59mm) bridged with ibd. Left ibd fully unsheathed, proximal and distal trigger wires deployed. 8x59mm vbx stent deployed. Left ibd delivery system removed, exchanged with 16fr sheath. Right ibd implant: indy snare passed up to aortic bifurcation via left groin. 35 terumo passed up via right groin and snared by indy snare, through and through guidewire established. Right iliac angiogram performed. Ibd device (zbis-12-45-41) inserted via right groin, through and through terumo gw inserted via preload catheter. 12fr sheath inserted through left groin 16fr sheath. Side puncture of 12fr sheath, 7fr sheath inserted and passed to right iia. Right iia main trunk cannulated with 035 terumo gw and glidecath, then exchanged to rosen gw 7fr sheath advanced along rosen gw to iia main trunk begraft plus (10x57mm) passed to right iia main trunk. Right ibd fully unsheathed, proximal and distal trigger wires deployed. 10x57mm begraft plus stent deployed right ibd delivery system removed. Main body implant: left side 12fr sheath removed, 7fr sheath advanced through 16fr sheath to level of renal arteries. Terumo gw and glidecath passed up to aortic arch via right groin, exchanged to lunderquist gw aortogram performed via 7fr sheath. Aortic main body (zimb-26-70) inserted via right groin, deployed below renal arteries until contralateral limb exposed. Contralateral limb cannulated with 035 terumo gw and glidecath catheter, exchanged to lunderquist gw left iliac limb measured with pigtail catheter, left side bridging limb deployed (zisl-16-59). Left eia limb extended (zisl-16-42). Right iliac limb measured with pigtail catheter, right side limb deployed (zisl-16-42). Right eia limb extended (zisl-16-42) moulding with coda balloon. Completion aortogram performed. Prominent endoleak from left ibd branch level. Left iia branch cannulated (035 terumo/ v3 catheter) with further moulding performed (armada 9 x 20mm). Check aortogram showed residual endoleak. Side puncture of left groin 16fr sheath, proximal segment of ibd above iia level cannulated (035 terumo/ glidecath) with further moulding performed with tokai rescue aortic balloon. Despite the further balloon molding of overlapping zones were performed, the endoleak remained. (Likely type 4) other devices used: cook medical: g31453 x2, g13792, g47701,g51835, g38616,g49043, g28322, g01253x2, g31027,g35998,g11916,g03831,g35971 x3,g35972. Abbott: perclose prostyle x 6 armada 35 balloon catheter 9x20mm x135mm ref b2090-020 lot: 41205g1 tokai: rescue balloon occlusion cathter rb-167080-e lot: trb001552 bentley: begraft plus 10x57mm bgp+5710_2 lot: 242262 gore: viabahn vbx 8x59mm ref: bxal085902w sn: (B)(6), viabahn vbx 6x59mm ref: bxb065902w sn: (B)(6). Medtronic vascular plug ref: mvp-7q lot:253350287 vascular plug ref: mvp-7q lot:253170002 vascular plug ref: mvp-9q lot:253460001 cordis: s.m.a.r.t control nitinol stent 14mm x 60mm ref: c14060sv lot: 18547817.